Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will not be provided in the supplemental report.

Event description:
The pt reported the infusion device "doesn¿t work." On (B)(6) 2011, the pt's blood glucose measured 299 mg/dl at 8 am and she changed the infusion set and bolused through the infusion device. At 1 pm, her blood glucose was very high and she bolused through the infusion device, a total of 50 units of insulin. She was very thirsty, tried, and sick. At 4 pm, she was taken by her partner to the hosp and her blood glucose measured 741 mg/dl. She disconnected from the infusion device and found the infusion set cannula was bent (competitor's product). On (B)(6) 2011, the pt was released from the hosp. She reconnected to the infusion device and now has erratic blood glucose. Her normal blood glucose range is 100-120 mg/dl. No further info is available. The infusion device was replaced and requested to be returned for eval.